Event description:
It was reported by service report that the motion interrupt pan was cracked by the mounting screw holes. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Motion interrupt pan. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.